Event description:
Silicone in cavity, hardening of breasts, siliconomas in left breast, and swollen lymph nodes in left axilla. Subsequent surgeries to remove siliconomas on 1/1/93 and 12/30/93. Still experience swollen lymph nodes, swelling and redness around still present siliconomas, rashes, swollen and itchy eyes, and cracked teeth. Diagnosed with shingles brought on by suppressed immune system.